Event description:
The procedure was to treat a 90% stenosis in the distal rca, without tortuosity or calcification. When trying to deliver the whisper guide wire to the lesion, the guiding catheter was accidentally disengaged. The guiding catheter was re-engaged and an attempt was made to deliver the whisper to the lesion, but no tip movement was felt. The guide wire was removed and examined, at which time it was observed that the guide wire was separated about 10 cm proximal to the tip ball. The separated distal portion of the guide wire was retrieved with a snare device. Another company's stent was implanted to complete the procedure. There was no reported patient effect.